Event description:
It was reported that the patient presented for an implant procedure. It was noted that the terminal pin of the left ventricular lead was disconnected from the lead body when the guidewire was removed from the lead. The lead was not used and replaced during procedure. The patient was stable.